Event description:
Patient with heartware lvad implanted in mid-2014. Mid 2019, a patient admitted with acute cardiogenic shock to intensive care unit (ICU) caused by suspected pump failure possibly due to inflow or outflow occlusion. Anticoagulation did not resolve issue. Patient was supported in ICU and it was determined pump needed replacement. Patient went to operating room for pump replacement. Converting patient to heartmate 3 lvad.